Manufacturer narrative:
In response to FDA report number mw 5081438. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of "dyspnea" is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Received voluntary medwatch from us food and drug administration. Healthcare professional reported, ¿patient underwent injection of laryngeal cleft with injection of juvéderm® ultra plus xc for aspiration. Patient subsequently developed difficulty breathing and stridor post op, requiring high flow nasal cannula support at an unspecified time later. Patient subsequently required endotracheal intubation at an unspecified time later.¿ no other information was provided.